Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 14 days after insertion of essure, the patient experienced migraine ("migraine headaches"). On (B)(6) 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced dizziness ("dizziness"). On (B)(6) 2017, the patient experienced urticaria ("generalized urticarial rash") with dyspnoea and dysphagia. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), rash ("skin rashes"), visual impairment ("visual disturbances"), tinnitus ("occasional ringing in the ears"), stress urinary incontinence ("female stress incontinence") and nausea ("nausea"). The patient was treated with naproxen, tramadol hydrochloride (ultram) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain, menorrhagia, dyspareunia, rash, fatigue, migraine, dizziness, visual impairment, tinnitus, stress urinary incontinence, urticaria and nausea outcome was unknown. The reporter considered abdominal pain, dizziness, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, rash, stress urinary incontinence, tinnitus, urticaria, uterine haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel allergy. Computerised tomogram abdomen - on (B)(6) 2014: both coils appear to be in proper position. Computerised tomogram head - on (B)(6) 2016: negative. Computerised tomogram pelvis - on (B)(6) 2014: both coils appear to be in proper position. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraine headaches"), 14 days after insertion of essure. On (B)(6) 2014, the patient experienced uterine haemorrhage ("abnormal uterine bleeding") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced dizziness ("dizziness"). On (B)(6) 2017, the patient experienced urticaria ("generalized urticarial rash") with dyspnoea and dysphagia. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/abnormal bleeding"), dyspareunia ("dyspareunia"), rash ("skin rashes"), visual impairment ("visual disturbances"), tinnitus ("occasional ringing in the ears"), stress urinary incontinence ("female stress incontinence"), nausea ("nausea"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("auto-immune"). The patient was treated with naproxen, opioids and surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain, menorrhagia, dyspareunia, rash, fatigue, migraine, dizziness, visual impairment, tinnitus, stress urinary incontinence, urticaria, nausea, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, dizziness, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, stress urinary incontinence, tinnitus, urticaria, uterine haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: results: positive for nickel allergy. Computerised tomogram abdomen - on (B)(6) 2014: results: both coils appear to be in proper position. Computerised tomogram head - on (B)(6) 2016: results: negative. Computerised tomogram pelvis - on (B)(6) 2014: results: both coils appear to be in proper position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraine headaches"), 14 days after insertion of essure. On (B)(6) 2014, the patient experienced uterine haemorrhage ("abnormal uterine bleeding") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced dizziness ("dizziness"). On (B)(6) 2017, the patient experienced urticaria ("generalized urticarial rash") with dyspnoea and dysphagia. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/abnormal bleeding"), dyspareunia ("dyspareunia"), rash ("skin rashes"), visual impairment ("visual disturbances"), tinnitus ("occasional ringing in the ears"), stress urinary incontinence ("female stress incontinence"), nausea ("nausea"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("auto-immune"). The patient was treated with naproxen, tramadol hydrochloride (ultram) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain, menorrhagia, dyspareunia, rash, fatigue, migraine, dizziness, visual impairment, tinnitus, stress urinary incontinence, urticaria, nausea, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, dizziness, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, stress urinary incontinence, tinnitus, urticaria, uterine haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: results: positive for nickel aleergy. Computerised tomogram abdomen - on (B)(6) 2014: results: both coils appear to be in proper position. Computerised tomogram head - on (B)(6) 2016: results: negative. Computerised tomogram pelvis - on (B)(6) 2014: results: both coils appear to be in proper position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. Reporter information added. Events: allergy symptoms, auto-immune added. Event uterine hemorrhage downgraded to non-serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. B94871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, paratubal cyst and endometriosis. Before essure, her menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Concurrent conditions included diverticulum. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraine headaches"), 14 days after insertion of essure. On (B)(6) 2014, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced dizziness ("dizziness"). On (B)(6) 2017, the patient experienced urticaria ("generalized urticarial rash") with dyspnoea and dysphagia. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia/abnormal bleeding"), dyspareunia ("dyspareunia"), rash ("skin rashes"), visual impairment ("visual disturbances"), tinnitus ("occasional ringing in the ears"), stress urinary incontinence ("female stress incontinence"), nausea ("nausea"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("auto-immune"). The patient was treated with naproxen, opioids and surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abnormal uterine bleeding, abdominal pain, heavy menstrual bleeding, dyspareunia, rash, fatigue, migraine, dizziness, visual impairment, tinnitus, stress urinary incontinence, urticaria, nausea, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, autoimmune disorder, dizziness, dyspareunia, fatigue, heavy menstrual bleeding, hypersensitivity, migraine, nausea, pelvic pain, rash, stress urinary incontinence, tinnitus, urticaria and visual impairment to be related to essure. The reporter commented: trailing coils: left: 2, right: 3 diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: results: positive for nickel allergy. Computerised tomogram abdomen - on (B)(6) 2014: results: both coils appear to be in proper position. Computerised tomogram head - on (B)(6) 2016: results: negative. Computerised tomogram pelvis - on (B)(6) 2014: results: both coils appear to be in proper position. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. B94871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, paratubal cyst and endometriosis. Before essure, her menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Concurrent conditions included diverticulum. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraine headaches"), 14 days after insertion of essure. On (B)(6) 2014, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced dizziness ("dizziness"). On (B)(6) 2017, the patient experienced urticaria ("generalized urticarial rash") with dyspnoea and dysphagia. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia/abnormal bleeding"), dyspareunia ("dyspareunia"), rash ("skin rashes"), visual impairment ("visual disturbances"), tinnitus ("occasional ringing in the ears"), stress urinary incontinence ("female stress incontinence"), nausea ("nausea"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("auto-immune"). The patient was treated with naproxen, opioids and surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abnormal uterine bleeding, abdominal pain, heavy menstrual bleeding, dyspareunia, rash, fatigue, migraine, dizziness, visual impairment, tinnitus, stress urinary incontinence, urticaria, nausea, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, autoimmune disorder, dizziness, dyspareunia, fatigue, heavy menstrual bleeding, hypersensitivity, migraine, nausea, pelvic pain, rash, stress urinary incontinence, tinnitus, urticaria and visual impairment to be related to essure. The reporter commented: trailing coils: left: 2, right: 3 diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: results: positive for nickel aleergy. Computerised tomogram abdomen - on (B)(6) 2014: results: both coils appear to be in proper position. Computerised tomogram head - on (B)(6) 2016: results: negative. Computerised tomogram pelvis - on (B)(6) 2014: results: both coils appear to be in proper position. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received. Lot number, reporters, concomitant drug, and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.